Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a excessive no delivery alarm. The customer's blood glucose level was 190 mg/dl. The troubleshooting was performed. It was explained to the customer that the strain on the tubing at the tubing connector cap may contribute to no delivery alarm. The customer was advised that the insulin pump need to be replaced and revert to backup plan. No further information was reported.